Manufacturer narrative:
Additional information: d10, h3 plant investigation: a companion sample was returned to the manufacturer for evaluation. The visual inspection was performed and the sample was found acceptable. A dimensional inspection was performed to actual sample using a digital caliper. The dimensional inspection was performed and the returned sample was found within acceptable results. In addition, a functional test was performed with the cycler machines and the sample functioned as intended with no apparent anomalies. The reported issue could not be confirmed. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius safe lock adp connectors shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported that the patient experienced a disconnection from the baxter icodextrin bad and safe lock adp connector which resulted in fluid leaking on the floor. It was reported that the patient was prescribed prophylactic antibiotics (vancomycin 2 grams, every day for 4 days and ceftazidime 2 grams, every day for 4 days, intraperitoneal (ip), and keflex 250 mg, 1 tablet, 3 times a day for 3 days, orally). The nurse confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The nurse also stated the patient went to the emergency room (ER) after the event on (B)(6) 2020 as a precaution. The patient was not admitted and no treatment was provided at the ER. The connector was reported to be available for return to the manufacturer.